Manufacturer narrative:
(B)(4). Batch # n5439r. Additional information received: affiliate noted that the doctor was happy that green reload was the correct choice for the tissue thickness given it was used on the rectum. Additional information requested and received: what were the indications for surgery: diverticular disease; were there any staple formation issues noted in primary procedure, please clarify: this was the primary procedure; was the force to fire higher or lower than expected: normal; were any other stapling devices used in the procedure: yes, cdh 29; was the patient re-anastomosed in the primary procedure: yes; it so, how was it determined to be staple line bleed from ec60a device: endoscopy: definite bleed at anastomotic line - haemoclipped; what is the current patient status: discharged, feels bloated. May develop anastomotyic stricture . The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results showed that four ecr60g reloads were received sterile. One package was open and then the returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a low anterior resection procedure on (B)(6) the doctor used the device with two green reloads to transect the rectum. At the distal end of the second firing of the green reloads, there appeared to be a small amount of bleeding from the tissue, which was managed with pressure from a swab. Later that evening, the patient was readmitted due to bleeding from the rectum, in which the staple line needed clipping.